Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Also, the customer experienced high blood glucose. The customer's blood glucose was 471mg/dl, treating with syringe. Customer was unable to complete pump rewind due to pump alarm. The customer was advised the pump will be replaced and to revert to back up plan.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. No motion sensor test failure alarm was noted during testing. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion, unexpected restart and excessive no delivery tests due to the motor error alarm. The pump passed the self test, basic occlusion, prime, displacement and all operating currents were within the specifications. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip.